Event description:
It was reported that the device active electrode was exposed and that due to this the pt was re-implanted. No add'l info is available at this time.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.